Event description:
From 1980 until 1994, rptr experienced progressing health problems, 3 surgeries, major depression, severe headaches, fatigue, pain in joints and spine, chronic flu - upper respiratory infections, etc. Rptr is now on social security disability.